Manufacturer narrative:
Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt375 21.0 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. Post-operatively, the patient's refraction was -2.5 even though the ocular response analyzer (ora) suggested a 21.0 diopter lens. Also, the doctor stated they weren't able to obtain a measurement before surgery. However, the lens did correct for all the patient's astigmatism. The lens was eventually explanted on (B)(6) 2017 and the replacement lens was the same model, but different diopter of 19.0. There was an incision enlargement, but no vitrectomy was performed and no sutures were used. Reportedly, the patient is doing good post-operatively with a myopic result and there was no patient injury. Furthermore, the patient's visual acuity was 20/25. No additional information was provided.